Manufacturer narrative:
An evaluation of the kangaroo pump was performed. The device was functioning normally during the evaluation therefore the reported issue was unable to be confirmed at this time. The unit¿s software was updated as a preventative measure. The gasket and tie were replaced due to opening the unit. No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The incident device has been requested but to date has not been received for evaluation.  If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the enteral feeding pump overfilled. Additional information provided on may 05, 2021 stated the pump was not in use with a patient at the time of the failure. The pump over delivered in the designated testing time during routine testing. No further information was provided.